Manufacturer narrative:
Inspection of the fluid path components found the soft cannula to be torn. Damage was observed to the exposed portions of the soft cannula. It could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the damage. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15.3 mmol/l (276 mg/dl). The pod was leaking insulin while it was worn on the infusion site (hip/buttocks) between 4 and 24 hours. As treatment, a new pod was placed. Upon investigation, the exposed portion of the cannula was found to be torn.